Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer troubleshot drawer 3.2 with no failure icon. The fse found liquid spilled on two cubies and removed all cubies and row boards for cleaning. Noticed row board c pocket 2 was hot and replaced the row board and cleaned all debris. Fse also cleaned liquid inside cubies. Tested drawer successfully, and customer confirmed no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.